Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had under delivery. The customer¿s blood glucose value at time of incident was 253 mg/dl. The customer¿s current blood glucose value was 237 mg/dl. The customer was reported other blood glucose value such as in the range of 156 mg/dl, 250 mg/dl. The customer was treated for high blood glucose with correction bolus. The customer was reported that the auto mode was on. The customer did not experienced symptoms of high blood glucose value. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was wearing the insulin pump when high blood glucose event was reported. The customer reported that the cannula was bent of the infusion set. The insulin pump will not be returned for analysis.